Manufacturer narrative:
(B)(4). Multiple reports were filed for this event, please see associated reports: 0001526350 - 2022 - 00831; 0001526350 - 2022 - 00490. The results of the investigation are as follows: review of the most recent repair record identified the following related repair: the cutter failed the mesh test due to an incomplete mesh. The cutters were returned unrepaired as these are not repairable devices. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported there was worn gears and incomplete meshing. The event timing was not during surgery. No patient involvement or harm. During investigation it was found that the cutter failed the cut test. No adverse events were reported as a result of this malfunction.